Event description:
It was reported that during an open reduction internal fixation for a left scaphoid fracture, it was discovered that the quick coupling for k-wires was not gripping the smaller wires tight enough. No injuries or medical interventions were reported. There were no delays in surgery; a spare quick coupling for k-wires was available. The surgery was completed successfully and the patient was stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4). Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was returned for evaluation. As received, the housing was rusted. The reported complaint that the quick coupling for k-wires would not secure the wire was confirmed. The device was tested and the complaint was duplicated. Evidence indicated that this was due to usage wear over time. This complaint is invalid. Placeholder.